Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is in dire pain today caller stated that therapy is not working for her in the past 2-3 months. The patient has been to healthcare provider (hcp) office for programming adjustment - caller stated they have tried to adjust the current stimulation settings but patient is not getting relief. The caller requested a manufacturer representative (rep) appt to check programming - caller stated she is worried that patient did something when she was working with the controller because she is no longer seeing a group c and d in her program options. The patient was redirected to their healthcare provider to further address the issue.